Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre-operation, cardiosave intra-aortic balloon pump (iabp) had touch screen unresponsive there was no patient involvement.

Manufacturer narrative:
Updated fields- h3, d9, b4, e1, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp)'s touchscreen malfunctioned. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found that the touch screen was unresponsive and the touchscreen assy,12.1" and was replaced. After replacement the touch screen was found to be functioning normally. The machine was tested for safety and function and was cleared for use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿touchscreen assy,12.1" display". The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed as the part was retained by the customer

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site address), g3, g6, h2, h11. Corrected fields: h6 (investigation findings, investigation conclusions). Due to character limitation in block e1: initial reporter: (B)(6). Event site address: (B)(6). The (fse) reported that they found that the touch screen was unresponsive and the touchscreen assy was replaced. After replacement the touch screen was found to be functioning normally. The machine was tested for safety and function and was cleared for use.